Event description:
Per the clinic, the battery of the external sound processor was found to have become warm. The equipment was requested to be removed from service. No reports of patient injury are associated with this event.

Manufacturer narrative:
This report is filed on (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device not available for analysis.this report is filed (B)(4), 2012. Device not available for analysis.